Event description:
During a tpvr using a 29mm sapien 3 valve in a transannular patch, the alterra pre-stent was delivered to the intended location, in preparation for pulmonic delivery system (pds) and a 29mm s3 valve, over a lunderquist wire, earlier positioned in the distal right pulmonary artery (rpa). The pulmonic delivery system (pds) was next advanced with difficulty, once positioned in the optimal location (60/40) within the alterra, the pds was slowly inflated; however, it was noted that the partially deployed valve had migrated slightly inferior. Although forward tension was applied to the pds, the valve continued to migrate proximally and at full inflation, appeared to be stable within alterra. Intracardiac echo (ice) was performed as the lunderquist wire remained in place to provide stability and moderate paravalvular leak (pvl) was noted within alterra. The decision was made to utilize the commander delivery system with a non-edwards sheath which was placed over the lunderquist wire and it would not track through the malpositioned valve; therefore, the non-edwards sheath was positioned slightly inferior to alterra inflow. The 29mm s3/commander was then successfully advanced through the initial valve and positioned slightly superior to stabilize the device and address pvl. This second valve was implanted successfully. The valve-in-valve procedure in alterra was successful with no further evidence of pvl. Successful closure of the atrial septal defect (asd) followed, and the patient was returned to post op recovery in stable condition.

Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Manufacturer narrative:
The 29mm sapien 3 valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided and indicated that the first valve was deployed and canted and too proximal within the alterra present, the second valve was deployed within the center or waist of the alterra present. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for malposition and valve exhibits paravalvular leak were confirmed based on imagery provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. As reported, "the pulmonic (pds) was next advanced with difficulty, again requiring a right atrial loop to overcome left lateral bias, as the lunderquist wire traversed the (rvot). Once positioned in the optimal location (60/40) within the alterra, the pds was slowly inflated; however, it was noted that the partially deployed valve had migrated slightly inferior. Although forward tension was applied to the pds, the valve continued to migrate proximally and at full inflation, appeared to be stable within the alterra. Ice was performed as the lunderquist wire remained in place to provide stability and moderate paravalvular leak (pvl) was noted within alterra". As reported, there was a tracking difficulty while advancing the pds through the patient anatomy. To overcome the difficulty, a right atrial loop was performed, and this may have induced tension into the system. During thv deployment, the release of system tension may have caused the valve moved proximally leading to the valve deployed lower than intended. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. In this case, the thv was implanted more proximal than intended, which can impact the proper sealing between the thv and pre-stent leading to paravalvular leak. In this case, available information suggests that procedural factors (thv malposition and tension build up) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.